Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed the presence of oversensing. There were nine ventricular non-sustained tachycardia episodes with less than 200 ms average ventricular cycle length recorded between (B)(6) 2010 and (B)(6) 2010. Analysis also noted interference/noise was recorded. The ventricular short interval count averaged 2977.5 counts/day, over 35 days, between (B)(6) 2010 and (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device shows a high number of short interval counts and oversensing was noted. The device remains in use. No patient complications have been reported as a result of this event.